Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield electrical wire jaw was bent and dislodged from its normal position. This made the hemopro device inoperable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Specs of blood were observed on the harvesting handle tool. A visual inspection determined that the heater wire was flexed away at the center and tip of the hot jaw, and twisted. The wire remained attached at the base. Tissue and char buildup was observed on the jaws. Based on the returned condition of the device the reported complaint was confirmed for ¿bent wire¿. Specific actions for the reported failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield electrical wire jaw was bent and dislodged from its normal position. This made the hemopro device inoperable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.